Event description:
It was reported that the customer's insulin pump received had a spanish software anomaly alarm. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed self test and displacement test. Several alarms found at the alarm history file. Software alarms due to corrupted history file. Insulin pump received with cracked case at display window corners, battery tube threads, minor scratches on lcd window and broken reservoir tube lip.